Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side pain and capsular contracture baker grade unknown. Device remains implanted.

Event description:
Patient later reported exchange from textured to smooth implant due to the patient's concern with the product, "left is higher," and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Healthcare professional later reported "the patient complains of hardness" , "changes in the shape of... Breast", "firmness", "capsular contracture, baker grade iii, breast asymmetry, unacceptable cosmetic appearance of the breasts", and "symmastia."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported left side pain and capsular contracture baker grade unknown. Patient later reported exchange from textured to smooth implant due to the patient's concern with the product, "left is higher," and rupture. Healthcare professional additionally reported "the patient complaints of hardness," "changes in the shape of... Breast," "firmness," "capsular contracture baker grade iii, breast asymmetry, unacceptable cosmetic appearance of the breasts," and "symmastia." Healthcare professional later reported "hole on patch side." Device has been explanted and replaced.